Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. The qc was in range prior to the event. Therefore, there was no indication of an issue with the analyzer or the reagents. The analyzer alarm trace contained numerous alarms related to sample quality. There were also alarms related to reagent pipetting, which suggested the probe was detecting film/bubbles rather than liquid reagent. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+beta results from the cobas e411 rack analyzer. The initial result was 16.7 miu/ml. The repeat result on 09-dec-2025 was 1600 miu/ml. A new sample was collected on 09-dec-2025, and the result was 3000 miu/ml.